Event description:
Boston scientific crm received information that during the implant procedure with this right ventricular (rv) lead, difficulty was experienced with implant. The patient became agitated which required additional anesthesia administered. The patient required external cardiac conversion several times during the procedure. The procedure was aborted, the lead was not implanted, and a pericardial effusion was later diagnosed.

Manufacturer narrative:
No further information is available. If additional information is provided, this report will be updated.